Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, upon opening the catheter, which refers to accessing or preparing the existing catheter that was already implanted for the patient¿s scheduled hemodialysis, a crack was observed at the venous end/luer adapter of the chronic catheter, resulting in air leakage. A tego was not utilized. The insertion site was not treated prior to product placement. No other defects/damages found on the product. The initial disposition was that the family was told to go to the unit to replace the catheter connector. The venous access was reconstructed to ensure and resume the continuation of the procedure as intervention, which meant the catheter was repaired by replacing the connector, and treatment was completed. The patient did not experience an air embolism as a result of the air leakage during the event. There was no blood loss as a result of the event, and no blood transfusion was required. There was no reported patient injury.